Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: I am contacting you regarding an internal report. With the ll syringes of 30ml ref 301229 lot 2410145 we see a viscous layer on the plunger. With one syringe more than the other. We suspect that this is a surplus of lubricant. Can this be checked and can you let us know in the meantime whether we can still safely use this lot.

Event description:
No additional information.

Manufacturer narrative:
(B)(6); follow up MDR for device evaluation : six samples and two photos were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringes. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. We reviewed the test results for lot 2410145, and all values were within the established specifications. The samples underwent these same tests and and found five syringes were slightly above our specified limits, however, it was verified the quantity was still compliant with iso-7886-1. A comprehensive device history record (DHR) review was completed for lot 2410145. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported observation, however, a work order was found related to a maintenance performed within the silicone process. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes. However, silicone content testing found the silicone was also above our specification, but still compliant with iso-7886-1. Our manufacturing process includes multiple visual and functional inspections throughout production. No issues related to this observation were found during these inspections. Based on our team's investigation, we can verify this event is related to the maintenance performed during manufacturing, the impacted product not being properly identified. A project has been initiated to further improve our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.